Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there is no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open osteosynthesis of left femur, two (2) of the device threads broke. The surgeon used other sutures to complete the case. The status of the patient is listed as alive with injury but the patient questions suggest that there is no injury regarding the patient. Will follow-up for clarification.